Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal and an air in line sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a upstream occlusion. The reported issues were resolved by enabling the upstream occlusion option and setting the upstream sensor to on. The unit passed the occlusion test. The upstream occlusion sensor, air in line sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not occlude upstream. The event occurred during testing. There was no patient involvement, no patient injury was reported.